Manufacturer narrative:
Concomitant medical product: 4524-45 lead, implanted: (B)(6) 1997. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the hospital with a complaint of dizziness and light-headedness. The right ventricular (rv) lead was noted to have intermittent capture, rising and high thresholds. The lead was reprogrammed. At a later date, the rv lead was capped and replaced. During the replacement procedure of the rv lead, it was found that the right atrial (ra) lead exhibited under-sensing and had a polarity switch. The ra lead was also capped and replaced. No further patient complications have been reported as a result of this event.